Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the cartridge would not seat flush in the pump, appearing to stick out, and insulin delivery was paused until the user restarted the pump and repeated the rewinding process, after which the cartridge inserted fully and delivery resumed. The issue was later described by the user as due to user error, and the problem aligned with a fitting problem involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the reservoir interface that was resolved through proper rewinding and reinsertion steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.